Event description:
Reportable based on device analysis completed on (B)(6) 2022. An interlock-35 coil was returned with no reported issues. However, device analysis revealed that the main coil was detached at the middle section.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. Only the main coil was returned. Visual inspection was performed, and the main coil was found detached at the middle section and stretched. The functional inspection could not be performed since the delivery wire and the introducer sheath were not returned. Microscope inspection was performed and under magnification it was observed that the main coil detached at the middle section. No other issues were identified during the product analysis.